Manufacturer narrative:
The device has been returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 cm. Sleek 2.0 mm. X 220mm pta balloon catheter was advanced to the lesion, met with some resistance, and the balloon became stuck and the physician decided to remove the balloon. While withdrawing the balloon backwards, the resistance disappeared and the balloon separated inside the patient. A snare wire was inserted to retrieve the separated balloon, but it could not advance smoothly and failed. When the non-cordis sheath introducer moved, the balloon marker moved as well, so the sheath introducer was slowly retracted and it was removed all together with the separated balloon. The balloon was observed and the separated part seemed to be pricked in the inner lumen of the sheath introducer. The procedure finished successfully. The product was clinically used, and it will be not returned for analysis. The target lesion was the left superficial femoral artery. The vessel level of tortuousness and calcification was unknown. The rate of stenosis was 100 % chronic total occlusion (cto). Additional information has been received. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no kinks noted on the device prior to use. All parts of the device were removed from the patient. The patient did not experience any complications as a result of the failure with the device. Additional investigational questions were answered as unknown.  A contralateral approach was made from the right common femoral artery. A non-cordis sheath introducer was inserted, and a tempo angio catheter was delivered near the left femoral artery. It attempted to cross the cto lesion antegradely, but the origin of the superficial femoral artery was blocked and obscure. Therefore a side puncture was made near the origin of the anterior tibial artery. A non-cordis guide wire advanced retrogradely to the lesion, and it crossed the lesion with other guide wires and a non-cordis micro catheter. This guide wire and the sheath introducer from the right femoral artery merged to perform wire rendez-vous. The micro catheter was inserted into the sheath introducer, and the guide wire was changed to a new non-cordis guide wire. It advanced from the right common femoral artery to the right anterior tibial artery. Then the sleek advanced to the lesion inflating with some resistance. In the middle of advance, the balloon stuck and the physician decided to remove the balloon. While withdrawing the balloon backwards, the resistance disappeared and the balloon separated inside the patient. The visible part of the intracorporal balloon was only its balloon marker, which indicated that the balloon lay over the left common iliac artery to the middle portion of the left femoral artery. The separated part of the balloon was not confirmed on the angiography. Also the sheath introducer moved while the balloon was advancing, and the tip of the sheath introducer was confirmed to be in the end of the right common iliac artery. A snare wire (goosneck) was inserted to retrieve the separated balloon, but it could not advance smoothly and failed. When the sheath introducer moved, the balloon marker moved as well, so the sheath introducer was slowly retracted and it was removed all together with the separated balloon. The balloon was observed and the separated part seemed to be pricked in the inner lumen of the sheath introducer. The sheath introducer was replaced with a new product because the inner lumen looked damaged. With the micro catheter and the guide wire, the procedure proceeded. A non-cordis balloon catheter was inflated in the lesion, and intravascular ultrasound (ivus) observation was done. Kta was performed with two non-cordis balloon catheters in the junction of the right superficial femoral artery and the right deep femoral artery. (Entire event description unable to fit here-continued in 'other relevant history' box.)

Manufacturer narrative:
Please note that for this complaint file (B)(4)/ MFR # 1016427-2016-00135, supplemental/follow-up report #1 and this report supplemental/follow-up report #2 were submitted in error due to a systems issue. No additional information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.